Manufacturer narrative:
Approximate age of device: 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2014. It was reported that the patient expired on 09/10/2016. The cause of expiration was reported as a subdural hematoma. The patient had presented with unspecified stroke-like symptoms, and was found to have "a bleed". It was reported that the device was operating as expected and will not be returned for evaluation. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported subdural hematoma could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.